Event description:
Biomed ok'd machine that morning. Would not turn on at time of procedure. Exchanged for another MFR product. No delay in surgery other than anesthesia time. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).